Event description:
It was reported the tsw35 was used during a laparoscopic appendectomy. The device misfired and the stapler cut without all the staples forming. There was no consequence to the patient. 07/18/1997 it was reported the device was used on the appendicile stump and the staple line was not complete after firing. Some stool did leak out from the staple line. There is no other information available at this time. The rep is going to the hospital on 07/24 and will attempt to pick up device.

Manufacturer narrative:
Tracking #.43866. Sent: 12/04/1998.